Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the emergency room due to a lead alert. It was noted the impedance on the right ventricular (rv) lead was 1191 ohms when the lead alert occurred. It was noted that the physicians chose to replace the lead. The rv lead is no longer in use. No patient complications have been reported as a result of this event.